Manufacturer narrative:
The customer's calibration results prior to the event with troponin reagent lot number 501377 were acceptable. The calibration results for troponin reagent lot number 523685 were requested but not provided. The customer's qc results were within the acceptable range. A general reagent and instrument issue could be excluded. The customer's system alarm trace and sample pre-analytical details were requested but not provided. A sample from the patient was requested but no sample was available for further investigation. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined. Updated medwatch field d4 expiration date.

Event description:
The initial reporter received questionable elecsys troponin t hs results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The customer confirmed calibration and qc were ok. Initially, the customer tested the patient's sample on a cobas h 232 analyzer. The cobas h 232 analyzer and associated test strips are not approved for use in the united states and are not like or similar to products approved for use in the us. The customer performed repeat testing with the patient's serum sample and an ethylenediaminetetraacetic acid (edta) sample on the e 801 module. On (B)(6) 2021, the patient had a new sample collected and the sample was tested on both the cobas h 323 analyzer and the e 801 module. On (B)(6) 2021, the patient's troponin result on the cobas h 232 analyzer was 210 ng/l. On (B)(6) 2021, the patient's troponin results on the e 801 module with the serum sample were 13.4 pg/ml, 13.5 pg/ml, and 13.9 pg/ml. On (B)(6) 2021, the patient's troponin result on the e 801 module with the edta sample was 14.1 pg/ml. On (B)(6) 2021, the patient's troponin result on the cobas h 232 analyzer with the new sample was 172 ng/l. On (B)(6) 2021, the patient's troponin result on the e 801 module with the new sample was 15.7 pg/ml. On an unknown date, a sample from the patient was tested on an abbott analyzer and the troponin result was negative.

Manufacturer narrative:
The investigation is ongoing.